Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer six failed. A field service engineer visited the station and found no active failure at the time of inspection, then proceeded to open the back panel and conducted a thorough inspection of all cables and sensors. The matrix drawer was tested using the test software, and additional testing was performed on the auxiliary matrix drawers; no issues were identified. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, system drawer was closed but got error message failed to stay closed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.